Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary failure to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet system after a firmware update and was instructed to toggle settings; the sensor successfully paired on follow-up. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing without clinical impact or hospitalization. User support included remote troubleshooting and user education regarding sensor selection and pairing workflow. Investigation of this case revealed a transient pairing issue consistent with software configuration or compatibility behavior, with no reproducible malfunction once correct sensor settings were applied. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to an initial configuration mismatch, resolved through standard troubleshooting.